Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the patient¿s dislocation was caused by the patient¿s hyper flexion and not associated with a mal performance of the implant. It cannot be determined to what extent the patient¿s history of spinal fusion, smaller femoral head, and early dislocation had on her subsequent dislocation and need for revision. As well as the acetabular anteversion at 35 degrees. It should be noted that some patients can be genetically predisposed to heterotopic ossification. It is a known complication of joint surgeries and is related to the procedure and not the device. The patient impact beyond revision and expected transient post op convalescence period cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include patient¿s failure to follow precautions, device selection or ossification..

Event description:
It was reported that a revision surgery was performed due to instability. The liner and head were exchanged. In addition to this the patient had 2 dislocations in the past on (B)(6) 2017.